Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin since yesterday. The customer stated that their blood glucose level was 270 mg/dl in the morning and had administered an injection. The customer declined providing their current blood glucose at the time of call with tandem technical support.